Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found visible foam particles inside the blower kit and dust fail contamination. Additionally, the service technician also noted error code present #30 (err_motor_spinup_flux_high) in the device logs. Pin1 and pin2 were destroyed form the humidifier connector. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.